Manufacturer narrative:
Initial reporter facility name: children's hospital medical center of (B)(6) campus bd technical support troubleshooting with customer over the phone. Based on the circumstances and clinical judgement we report interoperability. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that an epic order for a sodium chloride 3% bolus was 2meq/kg and the order was coming across with interop with over double the dose¿4.75meq/kg. User had interface messages pulled and have tried to replicate it in their testing environment and user can't find anything that points to this. There was patient involvement but no harm.